Event description:
During routine testing of the device at the service center, the service tech reported that the manifold needed to be upgraded and reconditioned; had no ball plungers. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.